Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) the cs300 intra-aortic balloon pump (iabp) unit found defective cable from battery to charging port. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) fixed the issue by replacing the cbl assy main battery power and wire assy fussible link. Thereafter, the fse performed a calibration and functionality checks were carried out. The device passed factory specifications and the unit was returned to clinical service upon completion.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit found defective cable from battery to charging port. There was no patient involvement reported.